Event description:
The customer reported that the device has an error after software upgrade. The customer did not state if there is any pt harm.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.